Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The vp shunt surgery via frontal ventricular puncture was performed to a (B)(6)-year-old female with sah on (B)(6) 2016. During surgery, the patency was not confirmed after the abdominal catheter was placed in the patient and then the ventricular catheter was connected. It was noticed that priming was not done before valve implantation, so the surgeon primed the valve and then confirmed fluid flowed from the abdominal catheter. To check the patency again, the surgeon re-connected the ventricular catheter, but csf did not flow through the device. The setting of the valve was 4 at that time. Since the situation did not change after repeated pumping, the entire system was replaced with medtronic strata. When checking the removed valve, it was found that the inner wall at the bottom of the reservoir was stripped off and blocking the csf flow. The patient is currently being monitored.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: and confirms that the needle base has come away and is blocking the flow. This is due to repeated pumping. Review of the history device records confirmed the valve product code (B)(4)with lot cvdbk0, conformed to the specifications when released to stock in (B)(4) 2016. The root cause of the needle base dislodgement is probably due to repeated pumping, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.